Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: 3779,1 lot# unknown, product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3487a, lot# *unkser, implanted: (B)(6) 1994, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Corrected data: aware date = 2014-09-11.

Event description:
A coupling problem was reported. The patient could not maintain coupling. The number of coupling boxes bounced around without the patient moving the antenna. A new antenna was ordered for the patient. The recharger cord was frayed. Anomaly appears to have occurred through product use. No patient harm reported. Five days later, it was reported that the patient started having trouble with the recharger unit 2.5 weeks ago. The patient did receive a new antenna, but issues were still happening. The patient would charge complete and then the next day the ins would need to be charged again. The patient was told that the recharger may have a ¿faulty wire¿. The recharger would not take a charge. Upon device return, analysis found the device tested to specs. C100. It was reported the patient was not feeling stimulation, even at 10.0 v. The patient used to feel stimulation at 4.5 v. Trying a different group did not resolve the issue. Palpating the implant and extension sites did not result in stimulation. All impedances were within normal limits. It was also reported the patient was recharging more frequently than usual. The patient had been recharging once a week, but was now charging every three days. Recharging sessions were lasting five hours. The patient saw the overheating icon on the recharger twice since implant. The stimulator was half-full three days after recharge, but had been running at 9 v. The stimulator was not tight in the skin, but full coupling was still achieved. The patient had recently lost a lot of weight and had a blood clot. A couple days later it was reported that the patient had an x-ray done and it did not show any obvious disconnection. The physician was going to proceed with a revision assuming some part of the extension or adaptor needs to be replaced. This has not yet been scheduled. In the meantime, the patient was asked to keep the device off so he does not deplete his battery level requiring frequent recharging. If additional information is received, a follow up will be sent.